Event description:
A falsely depressed glucose patient sample test result was obtained from an atellica sample handler prime. The initial test result was not reported to the physician(s). A sample with the same sample ID was processed at an alternate site and a higher test result was obtained and reported to the physician(s). The operator of the atellica sample handler prime stated the discordance was due to a sample barcode misread. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside the united states (ous) customer contacted siemens to report a falsely depressed glucose patient sample test result was obtained from an atellica sample handler prime due to a barcode misread error. Siemens reviewed the available log files and found that sid (B)(6) was presented to the atellica sample handler prime and a work order for glucose was found. A sample with the same sid was scanned at an alternate location and a work order for glucose was found. The printed barcode that scanned as hm21bra4b on the initial atellica sample handler prime had visible damage to the barcode and scanned by three independent bar code readers as (B)(4). A manual check of the digits confirmed the label was for (B)(4). The cause of the discordant glucose test result was a damaged patient sample label causing an incorrect sid scan. The instrument is performing with specifications. No further evaluation of this instrument is needed.